Manufacturer narrative:
It was possible to verify the reported failure (tip bent) fron the returned samples. Based on investigation performed, the excessive bending of the endobronchial tip was caused by operator mishandling during manufacturing in which additional bending of the endobronchial tip occurred after stylet insertion process. A CAPA has been initiated to further investigate the issue of excessive bending of endobronchial tip occuring during manufacturing.

Event description:
According to information from the customer. A patient needed to be urgently intubated with a dlt size 37. During the first attempt, mc grath was used, providing a good overview, but it was impossible to place the dlt due to a hyperangulated tip. It has been attempted beforehand, during preparation, to manually straighten the tip. During the second attempt, a new dlt size 37 was used, but the same problem occured. The intubator was changed, and the anesthesiologist forced the dlt through the vocal cords and trachea with great difficulty and hard pressure. No further impact to patient outcome was reported.

Event description:
According to information from the customer. A patient needed to be urgently intubated with a dlt size 37. During the first attempt, mc grath was used, providing a good overview, but it was impossible to place the dlt due to a hyperangulated tip. It has been attempted beforehand, during preparation, to manually straighten the tip. During the second attempt, a new dlt size 37 was used, but the same problem occured. The intubator was changed, and the anesthesiologist forced the dlt through the vocal cords and trachea with great difficulty and hard pressure. No further impact to patient outcome was reported.

Manufacturer narrative:
Initial MDR, august 28th, 2024: it was possible to verify the reported failure (tip bent) fron the returned samples. Based on investigation performed, the excessive bending of the endobronchial tip was caused by operator mishandling during manufacturing in which additional bending of the endobronchial tip occurred after stylet insertion process. A CAPA has been initiated to further investigate the issue of excessive bending of endobronchial tip occuring during manufacturing. Follow-up MDR #1, november 6th, 2024: recall report number added in h9 and "recall" ticked in h7. Confirmation received from FDA that planned actions meets the criteria of a recall on october 30th, 2024.